Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized for the event. The cause of the event, treatment details, action taken with dianeal therapy, and the patient¿s recovery status were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up, the cause of the peritonitis event was reported to be due to a breach in aseptic technique, not further specified. At the time of this report, the patient had recovered from the event and was retrained on aseptic technique. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.